Event description:
It was reported that during a da vinci-assisted sacrocolpopexy procedure, an unspecified injury to the intestinal tract occurred, leading to a poor prognosis for the patient. Additional details regarding the patient's complication and symptoms, or the progression of the patient's condition were not disclosed although surgeon suggested that the intestinal injury may have been a hole, potentially involving the section of the intestine grasped by a cadiere forceps instrument. However, the surgeon stated that there was no malfunction of a da vinci system, instrument, and/or accessory. The patient is still currently hospitalized.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.